Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition two channels show intermittent hi status before the reported impact most likely due to extra-cochlear channels. Reportedly, two channels migrated post-operatively out of cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
Reportedly the user experienced a head trauma approximately at the end of (B)(6) 2019. Eventually the user had a bruise and swelling over the concerned (right) implant site, which was treated by syringing. In situ measurements show affected channels. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. In addition, in situ measurements show the two most basal channels with hi status already before the assumed impact due to undetermined reasons. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Reportedly the user experienced a head trauma approximately at the end of october 2019. Afterwards the user had a bruise and swelling over the concerned (right) implant site, which was treated by syringing. In situ measurements show affected channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user experienced a head trauma approximately at the end of (B)(6) 2019. Eventually the user had a bruise and swelling over the concerned (right) implant site, which was treated by syringing. In situ measurements show affected channels.